Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through reset steps using fault information, confirmed malfunction did not recur after reset, advised caller to continue using pump and to call back if issue returned, and caller acknowledged understanding; no further outcome details were available.